Manufacturer narrative:
Date of event: unreported date in (B)(6) 2016. (B)(6). Manufactured december 1, 2015- december 3, 2015. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and there were no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and was found to be within the product specification. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had underinfused. The infusor was filled with 8g of cefazoline and diluted with naci. The fill volume was 48 ml and the nurse stated that after the infusion time of 24h, about half of the solution remained. There was no patient injury or medical intervention associated with this event. No additional information is available.